Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse conducted an internal running test. The fse then stated that there was no reproduction of the phenomenon. Also, the fse stated that since it was the time for the regular inspection, the inspection was carried out at the same time, but no abnormal values were measured during the regular inspection. All functional and safety checks performed to meet factory specifications.

Manufacturer narrative:
Updated data: b4,g3,g6,h2,h10,h11. Corrected data: b5,h6(clinical & impact).

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit has a circuit leak, gas loss, gas inflow, alarm occurs frequently during treatment. There was no patient harm reported.

Manufacturer narrative:
Due to character restrictions in block e1 event site name : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit has a circuit leak, gas loss, gas inflow, alarm occurs frequently during treatment.